Manufacturer narrative:
Corrected data; h3-device evaluation: dimensional and functional inspection found the lens to be within specifications. Claim (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.50/1.0/084 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged with a same size , higher power (sphere/cylinder/axis) lens due to refractive surprise. The problem was resolved.